Manufacturer narrative:
Lot ab5081a of aries sars-cov-2 assay (B)(4), was determined defective and a class ii recall was warranted due to the risk of false negative test results. In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reporting invalids on negative qc while utilizing the aries sars-cov-2 aries cassette lot ab5081a. Customer provided image that potentially shows that the magnetic particle transfer failure. Customer has not reported any discrepant results. Data review: on (B)(6) 2022 customer clinical laboratories of hawaii contacted luminex technical support to report an increase in invalid results occurring when using lot ab5081a of aries sars-cov-2 assay pn: (B)(4). Customer provided photograph of used cassettes from lot ab5081a. Magnetic particle transfer failure may have occurred as a result of a cassette defect. Customer states a high rate of invalid results occurred only on lot ab5081a which could also be indicative of magnetic particle transfer failure. Consumable review: two invalid results were reported during aql testing of lot ab5081a on (B)(6) 2021. There is one labeling defect ncmr (60550) associated with this lot but is unrelated to qc testing. There are 2 additional complaint cases reporting invalid results for lot ab5081a in salesforce at this time. Lot ab5081a was recalled on rc-22-011 due to a potential product defect that could lead to invalid or false negative test results. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported invalid results. There are no complaints for aries system (B)(4),that indicate a device malfunction that would lead to reoccurring invalid results. Sample work-up: customer reported invalids occurring while running negative qc samples. Conclusion: the root cause of the invalid results for lot ab5081a where the failure to transfer magnetic particles through the cassette has been determined to be due to a consumable malfunction which was investigated under escalation case 01296166 and CAPA-00258. A class ii recall was determined as necessary for lot ab5081a on rc-22-011. Can-0307 was released and distributed to customers to provide notification of the risk associated with this product defect. Completion of the recall investigation and distribution of a class ii recall for lot ab5081a show a cassette defect is present for lot ab5081a, and this defect discovery coupled with customer provided photographs that indicate the customer may have experienced assay issues due to this defect warrants a pre assessment be completed for this case.